Manufacturer narrative:
Additional data: h6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrected data: b1: adverse event. H1: serious injury. Claim # (B)(4).

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated intraocular pressure (iop), narrow anterior chamber and low pigment dispersion. The lens remains implanted. Cause of event was reported as the device.